Event description:
A us distributor reported that a patient was experiencing adjust/check belt message and check therapy pad messages.

Manufacturer narrative:
Device evaluation of electrode belt was completed. The reported problem (adjust belt or check belt messages and check therapy pad messages) was due a broken black pulse wire found in the dn. The root cause unable to be positively identified. There was no adverse event that resulted from the damaged belt.